Event description:
The hospital reported that when testing the scope before the procedure, the scope image was cloudy. A replacement scope was tested and was used for the case. The procedure was completed and the hospital did not report any pt complication.

Manufacturer narrative:
Investigation results: the scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics.